Event description:
Pen needles appear tilted prior to use, bend after self-injection, never reused per patient, about 1/3 of box defective. Dose or amount: bd pen ned uf short 8mm 90s 31g5/16. Frequency: qd. Route: subcutaneous. Dates of use: (B)(6) 2016. Reason for use: diabetes.